Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) kept shutting itself off. Prior to the implant of the ins, the patient was going to the bathroom 31 times a day and since implant that number had reduced to 5 times a day at most. Since the ins had been shutting itself off, the patient had started urinating more frequently again. For example, on (B)(6) 2016 the patient went 20 times. With the help of her husband because the patient had a brain injury, they used the patient programmer to verify the ins status. When synced, the patient programmer screen indicated that the ins had been shut off. She turned the ins back on and the patient felt the charge immediately. It was an instant charge in their vaginal area. But, 30 minutes later, the ins turned itself off again. She turned the ins back on and it had shut itself off again because this morning they had to turn it back on again. She was peeing a lot on (B)(6) 2016 but the patient just turned the ins back on. The patient would like to change programs to see if that would help. The patient was walked through the use of the patient programmer to verify that the patient was pressing the appropriate button when using the patient programmer. They made sure the patient was not accidentally turning their ins off herself. The patient checked the ins icon and verified that there was a lightning bolt or not in the ins icon. She had a follow-up appointment originally scheduled with the health care professional (hcp) but she cancelled because the therapy was going so well. Then, the patient began having the reported issues. She would call their hcp back and set up an appointment. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, circumstances that led to the event, or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.